Event description:
It was reported that the right ventricular (rv) lead showed chronically low impedance which had triggered a lead polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2009; 4568-53 implantable pacing lead (B)(6) 1999.